Event description:
It was reported that the patient experienced symptoms following a position change. The patient¿s whole body (arms, legs, and torso) started shaking after he bent over to put antifreeze in his car the day of current report. It was noted that the patient¿s bilateral upper and lower extremities were affected. It was reported that the patient turned off the implantable neurostimulator (ins) or turned down the amplitude, and the shaking got worse. The patient reportedly turned stimulation back on to the level that he was at and the shaking eased up, but was still present one hour later. It was reported that when the patient coughed he felt a shock or jolt, however the patient stated that was normal for him and occurred with his previous device as well. The patient¿s status was noted to be fair. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).